Event description:
After placing an IV and obtaining adequate blood return, the needle was unable to be removed while threading the catheter. The device malfunctioned and was manually removed intact with the catheter.